Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported six (6) exactamix 2000 ml eva tpn bags leaked from an unspecified location. The unspecified solution in the bags were not infused by the two patients; therefore, there was no patient involvement. No additional information is available.